Event description:
"Vaporizor failure" shows on screen. No longer shows a vaporization concentration on screen. Surgeon gives estimate of 5-10 minutes to end. Switch to IV propofol for anesthesia to finish case and reduce fresh gas flow to minimize wash-out of sevoflurane. Extubate patient at end and take him to pacu breathing well, awakening.====================== manufacturer response for anesthesia machine - s5aisys, anesthesia machine - s5aisys======================electronic vaporizer assembly was replaced by ge.